Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient's wife reported that the ilet has restarted about 5 times in the past day with a "restart 69" alert (voltage issue). Battery has been dying within 3¿4 hours after full charge. Agent arranged a replacement. Blood glucose (bg) was not affected. No symptoms experienced by the patient during event and no medical intervention required.